Event description:
It was reported that the patient presented with a right atrial lead that was dislodged which resulted in far r over-sensing. The lead dislodgement was confirmed via fluoroscopy. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events were dislodgement and far r over sensing. As received, a complete lead was returned in one piece for analysis. The reported event of far r over sensing was not confirmed. Visual inspection of the lead found helix was extended and clogged with blood. X-ray examination found no anomalies on the lead. After cleaning, helix was able to be retracted and extended when torque applied directly to the connector pin. The measured full helix extension length was within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts.